Manufacturer narrative:
Philips service reloaded the ghost image and restored the system to working condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot and the ippc module was not functioning on an allura xper fd10 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.